Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor device underinfused during a patient infusion. It was supposed to be a 24 hour infusion, with a patient connected at approximately 11:30 am. The nurse noticed that at 7:00 pm the same day, no fluid was running through the line and only approximately 70% had infused. The infusor was filled with ropivicaine and upon disconnection, the device flowed and left a puddle on the bench. The patient¿s access was flushed with naropin and there was no resistance to the flush. It was further reported that they did not notice any kinks in the line, however stated ¿they may not have connected the infusor to the patient¿s catheter correctly as it was not taped onto the patient¿s skin and it was not at the same level as the flow restrictor¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.